Event description:
The customer was not feeling well and pt decided to check their blood glucose. The suspect device gave pt a result of hi. Shortly after, pt went into a seizure and fainted. Pt stated they had been traveling and their eating habits have not been normal. Pt is currently in the hospital being treated for their diabetes. No other info was provided. The suspect device was replaced and authorized for return to the manufacturer for evaluation.